Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, guidant received information that this device was explanted and replaced without incident.

Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that I was issued on (B)(6) , 2006 for this device model. Subsequently, guidant received information that this device was explanted and replaced without incident.

Manufacturer narrative:
Event conclusion programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device is depleting prematurely. For this reason, we conclude that this device has I experienced the described failure mechanism and requires replacement. On (B)(6) , 2006, guidant issued a physician communication regarding the ii potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population. The device was returned, however, this device is part of a legal action and no detailed analysis has been performed to date. Pt code: 2199 - not labeled. Device code: 2204 - not labeled.

Event description:
Boston scientific received information that this device was explanted and replaced without incident due to an advisory on the device. No adverse patient effects were reported. The device was placed on legal hold.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. The device was then placed on hold due to pending litigation. Recently, the legal case was settled, and the device was forwarded for detailed analysis. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, guidant received information that this device was explanted and replaced without incident.